Event description:
On (B)(6) 2014, it was reported that the patient had experienced elevated blood glucose levels since (B)(6) 2014. She was admitted to the intensive care unit with a blood glucose level of 700 mg/dl and diabetic ketoacidosis. She was treated with a perfusor of insulin. The hospital staff thinks her infusion device was delivering too low an amount of insulin. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(4).